Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has elected revision surgery, despite device testing being within normal limits. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Legal proceedings has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2024. The external visual inspection revealed silicone damage on the top cover, a slice on the tubing proximal to the ie ring, and the electrode was kinked. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report.